Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the plastic covering came off after insertion - it obscured vision for short time, but customer did not realize what was causing it. Another device was used to complete the case. There was no patient injury.